Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the unspecified target lesion was heavily calcified. The nc trek 3.0 x 15 mm balloon catheter was selected for pre-dilatation. However, the balloon ruptured during the first inflation at 12 atmospheres (atm). The procedure was continued and a non-abbott 3.0 x 24 mm stent was implanted in the target lesion. The physician commented that as the vessel was heavily calcified, the balloon rupture occurred due to the heavy calcification. There were no adverse patient effects and no clinically significant delay of procedure. No additional information was provided.